Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawers failed and required maintenance. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. A field service engineer initially troubleshooted with the user by powering off the station and reseating the pyxis bus cable, but the drawer lights remained off. The fse then removed the back panel and replaced the interface board and drawer controller on drawer 4-1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.